Event description:
It was reported that the procedure was to treat an left internal carotid artery. An emboshield nav6 was advanced and a xact stent was implanted. There were no issues with the procedure and the patient was given anti-coagulants and left the cath lab doing fine. Four (4) hours after the procedure the patient complained of blurred vision and angiography revealed the stent was occluded. An endarterectomy was performed and the patient has recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of thrombosis is a known observed and potential adverse event as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.